Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Medwatch #: mw5075594.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding of esophageal varicies procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band successfully deployed. However, upon attempting to deploy the second band, the band failed to deploy. The procedure was completed with this device using the bands that had previously deployed. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.